Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the device had a deformed grip causing leakage near the area where foreign material was found. It is likely that the foreign material was not removed due to leakage; a leak in this area may make it difficult to conduct reprocessing properly. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation. Manual chapter 3 preparation and inspection : IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset gastrointestinal video telescope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air, water cylinder has foreign objects, and the air/ water tube has foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return. Upon inspection and testing of the returned device, it was observed that the air/ water cylinder has foreign objects, and the air/ water tube has foreign objects. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.